Event description:
It was reported that there was noise, no sensing, and variations in thresholds and impedances. It was further reported that there was low impedance and varying capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Full lead returned and analyzed. Other: it was reported that there was noise, no sensing, and variations in thresholds and impedances. It was further reported that there was low impedance and varying capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Capture, intermittent, elective replacement, impedance, high, interference, sensing, none, impedance, low, high threshold.